Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 22.2mm + 3mm v40 head; cat# 6260-4-222; lot# 53088503. Modular dual mobility insert; cat# 626-00-38d; lot# 55056402. Primary titanium hemi cluster hole cup 50mm; cat# 502-03-50d; lot# 4r3jne. Size 3 accolade ii 132 deg; cat# 6720-0330; lot# 54493602. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient with primary left tha on (B)(6) 2016. Underwent subsequent revision for excessive heterotopic ossification and stiffness. All modular components revised [not shell or stem]".